Event description:
It was reported that patient presented for scheduled lead revision procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and was replaced with new lead. Patient condition was stable.